Manufacturer narrative:
The device was returned for analysis. Visual inspections revealed no issues; the device appears to be in good condition. Microscopic inspection revealed that the guidewire exit port was torn, but the most distal section of the tip was in good condition. A test guidewire was inserted, and no indication of resistance in tracking the guidewire into the catheter was noted. Based on the evidence, the as reported codes of sheath hole/perforated and catheter resistance/friction are confirmed.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery to first diagonal. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, resistance was felt when pulling the catheter from inside the body. When the catheter was removed, a tear was noted near the guidewire exit port. The procedure was completed by using another of the same device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery to first diagonal. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, resistance was felt when pulling the catheter from inside the body. When the catheter was removed, a tear was noted near the guidewire exit port. The procedure was completed by using another of the same device. There were no patient complications reported.